Event description:
A customer reported that while using the the adc device with librelink (application), the high/low glucose alarm failed to alert the customer when their blood glucose was high. As a result, the customer had experienced a loss of consciousness and was unable to self-treat, requiring insulin (type/dose unknown) injection by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the the adc device with librelink (application), the high/low glucose alarm failed to alert the customer when their blood glucose was high. As a result, the customer had experienced a loss of consciousness and was unable to self-treat, requiring insulin (type/dose unknown) injection by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.